Event description:
It was reported that since may, the atrial lead impedance has been trending down, the impedance is low, and the p-waves have decreased from 4.3 mv to 2.6 mv. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.